Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced open key pressed/manual tube release twice. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.